Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator assembly involved with this complaint and completed the evaluation. Failure analysis (fa) investigation was able to reproduce and confirm the customer reported issue. The illuminator was analyzed and the reported failure of getting repeated 48247 errors was replicated/confirmed. Logs also confirmed two occurrences of error 48247 over the past 60 days. In house fa, the illuminator was installed into printed circuit assembly (pca) si system and failed to power up with error 48247, which meant the illuminator was unable to communicate with its lamp module or found an invalid lamp module. Upon visual inspection, there were 0 bad fuses, a dusty fan and lamp module inside. The complaint was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting an illuminator system message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding the illuminator system message, was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a defective illuminator. The fse replaced the illuminator to resolve the issue. This complaint is considered a reportable event due to the following conclusion: the illuminator was in an unacceptable state after the start of the procedure. The illuminator may require replacement. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a message of lamp module error 48247 on the illuminator referring to reseating an invalid module. An abmedica technical support engineer (tse) was contacted for assistance. The logs were checked via artemis and the tse asked the customer to reseat and to replace the lamp module, but the message was still present. The procedure was completed with no patient injury and no delays. Intuitive surgical, inc. (Isi) followed up with the abmedica reporter and obtained the following additional information: the procedure was completed, and the issue was reproducible. Due to its privacy policy, the hospital did not provide patient demographics nor any relevant tests and patient history. The surgery has been completed using the system, the issue was related to a system warning on the lamp module, but the system could be used.